Manufacturer narrative:
Device evaluation: one (1) device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, fibers, obvious defects, or damage. The reported issue could not be confirmed. Functional testing was performed and reported issue not confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lint on cone of patient interface (pi) after touching left eye due to suction loss prior to laser firing. There was no patient harm and no medical intervention needed. The procedure was completed successfully.